Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic following a vibratory alert and a failed attempt at merlin transmission. Interrogation revealed the implantable cardioverter defibrillator was in backup vvi mode. A device restoration was performed successfully. Original parameters were reprogrammed. The patient was asymptomatic through the entire event.